Manufacturer narrative:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation procedure using qdot micro¿ catheter and an ngen rf generator and the patient experienced a suspected atrioesophogeal fistula requiring medica intervention, prolonged hospitalization and ultimately died. Patient had pvi on (B)(6) 2023. No complications were noticed during/after the case, no errors on the carto 3 system. Force was high during ablation. Physician informed us on (B)(6) 2023 that patient died, most likely as a result of an atrioesophageal fistula. This is still to be confirmed by the coroner, but it is very likely that the complication/death was due to the pvi procedure. The patient presented at the hospital with distress, pain, bleeding, and subsequently died. Attempt at emergency treatment, which was unsuccessful. Device investigation details: the device investigation was completed on 4-jan-2024, which included a device history record (DHR) review. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. Follow-up was performed as the device was not returned for service or repair. Service was declined by the customer. As such, the reported complaint cannot be confirmed. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2023, it was noticed the following information was received on 9-nov-2023 and inadvertently omitted from the 3500a initial medwatch report: "all symptoms are leading to hypothesize an atrioesophogeal fistula (aef). An autopsy has been done, but results have not been shared with the physicians so they cannot confirm it. The only notice they got from pathologist was that an anatomical anomaly has been found in the aortic arch, that lead (may be, not confirmed) kind of embracing the esophagus."

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02598 for product code d139505 (qdot micro¿ catheter). (2) MFR # 2029046-2023-02599 for product code d138401 (ngen rf generator).

Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation procedure using qdot micro¿ catheter and an ngen rf generator and the patient experienced a suspected atrioesophogeal fistula requiring medica intervention, prolonged hospitalization and ultimately died. Patient had pvi on (B)(6) 2023. No complications were noticed during/after the case, no errors on the carto 3 system. Force was high during ablation. Physician informed us on (B)(6) 2023 that patient died, most likely as a result of an atrioesophageal fistula. This is still to be confirmed by the coroner, but it is very likely that the complication/death was due to the pvi procedure. The patient presented at the hospital with distress, pain, bleeding, and subsequently died. Attempt at emergency treatment, which was unsuccessful. Additional event information was later received which indicated that the patient called the hospital 3 days after the procedure with general malaise/pericardial pain. Patient presented in the emergency room of the hospital before his death with general malaise, chest pain, gastrointestinal symptoms and also had blood coming from his mouth. The physician's opinion on the cause of death was atrioesophageal fistula caused by overheating of the esophagus during catheter ablation (pvi) of the left atrium. Physician assumes that it was due to the procedure ¿ atrioesophageal fistulas are an uncommon but not unheard of complication in these cases. However, the whole electrophysiology (ep) team is also worried that the use of qmode+ ablation could have contributed to the complication and are now questioning the safety profile. This is not because they think that the product malfunctioned, but because they are now unsure if the product is safe even when it is working as it should. The patient was hospitalized for emergency measures to prevent his death. Unfortunately, these measures proofed ultimately unsuccessful. Esophageal fistula was not confirmed. Autopsy results will only be released in court. Since the symptoms and physician¿s opinion make an atrioesophageal fistula the most likely cause of death, we are proceeding under the assumption that this was actually the case. Generator parameters were qmode+ - no power cut off (target power 90w/target temp 60°c), 65°c temperature cutoff. Due to how atrioesophageal fistulas develop, it is unfortunately not possible for us to pinpoint the exact time point and ablation that caused the fistula. However, data on all ablations performed is available in the shared case file and ngen data export. No errors were observed. High force was noted by the bwi representative supporting the procedure at several points, and he alerted the physician of this. However, the physician chose to proceed. Qmode+, i.e. Very high power short duration ablation, which causes shallower lesions, was used in the area of the esophagus. Ablation parameters were monitored by both the physician and the bwi representative. An esophageal probe/temperature monitoring was not used.